Event description:
On (B) (6) 2008, a pt was implanted with monarc sling. Pt claims as a result of implantation she has suffered serious bodily injuries, including extreme pain, erosion of her internal bodily tissue, mental and physical pain and suffering, undergone multiple surgeries. No further info provided.